Manufacturer narrative:
Received 15pcs 456088/b2303353 for evaluation. Also received 1pc 456088/b220734d and 1pc of a competitor tube; both of which were unrelated to the complaint. Received customer pictures. We have no further complaints for the material/batch. A check of quality, production, and maintenance records showed no deviations related to the reported event. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly, and draw volume according to iso 6710 'single use containers for venous blood specimen collection'. Prior to filling, tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. After filling, tubes were visually inspected, and no leakage was observed. The alleged malfunction could not be duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states, when filling these tubes full, after the tubes sit for half hour to an hour, the tube is no longer full which is causing many test's not getting performed.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.